Event description:
It was reported that pump experienced cartridge alarm during load process, and caller noted repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was advised to return problematic pump to tandem within 10 days, while technical support confirmed details, arranged shipping, and sent replacement pump that customer would need to program and reconnect to cgm.